Event description:
The customer reported that insulin from the reservoir was leaking, but he did not have the infusion set or reservoir in the insulin pump at the time to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.